Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. The product was scrapped prior to return. The component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. The device is used for treatment. Zimmer evaluated the risk to the patient and found "risk assessment indicates that the likelihood of a toxic effect from the ldpe bags is negligible". Independent lab testing found the residue to be non-toxic. Zimmer has done testing that shows the residue can be removed with a cloth moistened with water or isopropyl alcohol. Field action (B)(4) was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the inside plastic wrapping stuck to the implant when opened by the surgical technician.